Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. An onsite investigation was performed by the distributor and determined that the customer's set up and equipment were appropriate and there was no failure detected. There are no parts available for return so no further investigation can be performed at this time. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure kept dropping from 37 down to 25 causing the patient to de-saturate. The user tried to increase the mean airway pressure and the oscillator "cut out". The user had to take an unstable patient off of the ventilator and hand ventilate the patient. The user set up the second oscillator, but could not get it to calibrate. The clinical engineer found that one of the diaphragm caps would not hold pressure, preventing calibration of the oscillator. The engineer replaced the cap and was able to calibrate the oscillator and place the patient back on the oscillator. There was no permanent patient injury. The patient was hand ventilated until the replacement ventilator was functioning.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a 3100a cap diaphragm set. An evaluation of the component was completed and a visual inspection found that the sample was acceptable. No further evaluation is possible at this time.